Manufacturer narrative:
Initial.

Event description:
It was reported that the patient delivered two usual dinner meal announcements, developed hypoglycemia to 46 mg/dl, then treated with a full glass of orange juice and several glucose tablets without waiting, which led to rebound hyperglycemia to a highest continuous glucose monitor reading of 400 mg/dl that lasted about four hours while using an ilet system with a dexcom g7 sensor and an inset infusion set on the abdomen. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included resolution of the hyperglycemia after several hours without hospitalization. Investigation included troubleshooting and education regarding hypoglycemia treatment and high glucose management. Investigation of this case revealed that the device functioned as designed and that the hyperglycemia resulted from patient overtreatment of hypoglycemia with rapid-acting carbohydrates. It was concluded, based on previously established findings for similar reports, that user-related factors were the cause.